Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had increased pump pocket pain in which gabapentin was increased to 1200 mg. No further information was provided.

Event description:
The patient was admitted on (B)(6) 2017 due to volume overload. The patient was scheduled for an outpatient right heart catheterization. Prior to the procedure, he was seen to have had 20 pounds of weight gain, lower extremity edema, paroxysmal nocturnal dyspnoea, orthopnea, intermittent chest pain, progressive dyspnea on exertion, and elevated jvp. During this admission, the patient was diuresed aggressively and was seen to have some increasing non-sustained ventricular tachycardia burden in which he was started on amiodarone and increased on carvedilol. A right heart catheterization was performed on (B)(6) 2017, in which he was seen to have mildly elevated right and left heart filling pressures at baseline, slight decrease in pcw and improved ci at 9800 rpm, improved lvdd of 6.0 cm compared to 7.1 at time of admission prior to diuresis, and salvos of non-sustained ventricular tachycardia during case that was not necessarily correlating with respiratory pattern or speed adjustment.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from 19oct2017 through 10nov2017 for review. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on lvad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.